Event description:
During a colectomy, cystectomy the mcl20 clip applier, after several clips had been fired, experienced a crunching sound when fired. Subsequent clips were not formed properly. A second clip applier evidently jammed and was then subjected to impact damage. 9/10/97 the rep reports the surgeons pulled single individual ligating clips to finish ligating the vessels and complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6: received with the body bowed and with separation of the body from the body cover. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, a) slightly b)yes; clip in jaw, a)yes b)no; clip stack pressure, ab)good; clip staging, a)good b)3 clips staging; clip track location, ab)good; condition of cartridge cover tabs, a)good b)off location and total # clips remaining, a) b)13. Functional tests & results: anti-backup functional, a)yes b)na; clip form properly, a)yes b)na; clip feed properly, a)yes b)na; cycle applier, a)yes b)no/unable; lockout functional, a)yes b)na. Analysis conclusion: a) the applier was received with the jaws partially closed, with the body slightly bowed and there was slight separation between the body cover and the cartridge cover. The applier was cycled, fed, and properly formed the remaining 2 clips within design specification and without incident. No conclusion could be reached on how the body had become separated from the body cover. B)it was concluded that the reported incident during surgery may have been caused by the drive links disengaging from the cam tube driver. The applier was received with the body excessively bowed, with the shaft bent, with the track assembly completely out on one side, with both drive links disengaged and with dried body fluid evident at the tip. No functional testing could be performed due to the applier's physical condition and no conclusion could be reached on how this damage had occurred. Ab) each instrument is evaluated during the assembly process to ensure that it functions properly. The applier body may become bowed if pressure is applied to the front of the shaft assembly and a torquing motion is applied to the handles, which may cause the body assembly to bow or flex open and internal components to become disengaged or mispositioned.